Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was experiencing ineffective stimulation. In turn, surgical intervention was undertaken. During the procedure, a lead break was observed. As a result, the patient's lead was explanted and replaced which resolved the issue. Concomitant medical products: the implant date for the following device information is unknown: model: 1192, scs anchor.